Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") in a 43 year-old female patient who had essure inserted (lot no. 654847). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2228 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure sterilisation inserts were fitted without problem. Following this treatment, various physical symptoms developed. Patient has since had follow-up treatments and the foreign body material has been removed. Due to the symptoms, patient is impeded in her normal daily activities, and she is suffering from damage. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of medical device removal ("essure removal"). In a 43 year-old female patient who had essure inserted (lot no. 654847). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2016, 2228 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: essure sterilisation inserts were fitted without problem. Following this treatment, various physical symptoms developed. Patient has since, had follow-up treatments. And the foreign body material has been removed. Due to the symptoms, patient is impeded in her normal daily activities, and she is suffering from damage. Lot number#: 654847, manufacture date: 2009-07, expiration date: 2012-07. Quality safety evaluation of ptc: for essure: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-sep-2022, quality safety evaluation of ptc. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.